Event description:
The customer reported higher than expected vitros phyt quality control results were obtained from a biorad qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. Vitros biorad results: 22.34, 24.19 ug/ml vs expected 15.8 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Ocd was not made aware of any erroneous patient sample results obtained or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a biorad qc fluid when using vitros chemistry products phyt slides on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause; however user error due to improper pre-analytical fluid handling or a transient reagent issue cannot be ruled out as contributing factors. There was no indication that a vitros 5600 system malfunction had contributed to the event.